Event description:
The customer reported that the system exhibited a collimator error and locked up. Device functionality was recovered with a system reboot. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was evaluated and recalibrated. The system was tested and found to be working as intended and returned to service.